Event description:
The customer reported a leak/spill. (B)(6). Customer called to report blood leaking on to the pump deck. Customer stated that at 200 mls whole blood processed she came to check pt's access line when she observed blood on the pump deck of the instrument. Customer stated she stopped the procedure and aborted the procedure. Customer did not return any blood/products to the pt. Cts asked customer if there were any alarms during prime. Customer stated no, there were no alarms during prime. Cts asked if there were any alarms prior to the blood leak observed on the pump deck, customer stated no there were no alarms. Service order # (B)(4) will be dispatched for inspection of the instrument.

Manufacturer narrative:
A review of the lot file for b314 was performed. The following non conformances were associated with this lot: inc13049: drive tube overmold. Lid to outer bowl cracked and caused assembly leak. There were no alarms associated with this event type reported. This lot met all release requirements. A review of complaints received for lot b314 was performed. There was only one complaint reported for leak/spill at the time of investigation for this lot. Service order# (B)(4) feedback: cleaned blood stain on pressure transducers, pump heads and deck surface. Checked function pressure transducers and pumps, and ran section 7 system checkouts through. Instrument has been verified to operate as expected. No product was returned by the customer for investigation. Therefore, it is not possible to determine a root cause based solely on the information provided by the customer. Compliant of this nature are monitored through tracking and trending. Should a trend be detected, further action will be taken at that time. (B)(4).